Event description:
Reportedly, on (B)(6) 2016, during the implantation procedure, the insertion of the lead was quite difficult because the anatomy of the patient; two introducers were used. On (B)(6) 2017, during the follow-up, noise oversensing was observed in several episodes and high coil continuity > 3000 ohm was detected. On (B)(6) 2017, the re-intervention took place in order to check a connection issue, but no anomaly was observed. Then a pacing system analyzer was used to measure the impedance and the values obtained were still > 3000 ohms. The physician decided to explant the subject lead, and replaced it. During the extraction of the first lead used, the stylet could not advance more than 20-30 cm.

Event description:
On (B)(6) 2016, the subject device was implanted with a volta lead. During the implantation procedure, the insertion of the lead was quite difficult because the anatomy of the patient; two introducers were necessary to use. On (B)(6) 2017, during the follow-up, noise episodes and high impedance of the coil > 3000 ohm were detected. On (B)(6) 2017, the re-intervention took place in order to check a connection issue, but the connection was ok. Then a pacing system analyzer was used to measure the impedance and the values obtained were still > 3000 ohms. The physician decided to explant the volta lead, and replace it by another volta. During the extraction of the first lead used, the stylet could not advance more than 20-30 cm.